Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager was failed. A field service engineer (fse) found that the helmer refrigerator was not detected on the bus. Performed a hard shutdown of the medstation and powered off the main supply to the refrigerator. Disconnected both the power and pyxibus cables. Upon rebooting, logged into cfn admin and launched the hardware test application to check for firmware updates. After a brief delay while the customer located the helmer keys, powered off the refrigerator at the station and turned off the internal battery. Allowed the helmer to fully reboot, after which the customer was able to recover from the failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a smart remote manager failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.